Manufacturer narrative:
It was reported that the patient experienced infection at implant site. This report is filed on may 16, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site and subsequently was treated with a topical antibiotic and steroid (date not reported).